Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample for this report was not returned for evaluation; however, a sample with the same reported condition from the facility was received. A visual inspection of the sample revealed a cut in the tubing. The sample was then submitted for functional testing and an underwater pressure test. The sample failed both tests. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter an interlink system retractable t-connector extension set in which a leak occurred at the junction of the female luer lock and the flexible tubing. The condition occurred during infusion on a patient. It is unknown what drug or solution was being injected at the time. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available.